Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. It appeared to be a small white fm and excess of lubricant on the IV cannula. Additionally, ten (10) retention samples of each lot from bd inventory were evaluated by visual examination and the issue of fm was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of fm on the cannula and excess lubricant based on returned photos. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced foreign matter on the needle. The following information was provided by the initial reporter. The customer stated: contaminated needle.